Event description:
The advocate stated her son's blood glucose was tested on 2 contour next link meters and a contour next usb. His readings were 100, 172 and over 600mg/dl. The readings from a separate comparison between two of the bayer meters were 54 and 145mg/dl. The differences between the readings fall in the "c" and "d" zones of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The test strips were expected to be returned for evaluation. New meter and strips were sent to the customer.